Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and it was unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.